Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cystoprostatectomy procedure, the device partially fired. The device was changed to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the single use loading unit noted that all the staples were partially advanced in the cartridge. The staples were in usable unformed condition. The pusher slots that did not have partially advanced staples were not loaded with any staples. Functionally, the single use loading unit was reloaded with staples. The advanced staples in the single use loading unit were reused and reset inside the cartridge. The instrument and single use loading unit were applied to test media with proper staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.